Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, leading to the pump shutting off. The customer's blood glucose (bg) level was 525 mg/dl. Customer administered a manual injection to address bg. Reportedly; the customer was able to successfully charge the pump using a secondary usb cable.